Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port implantation procedure using ti powerport low profile via right internal jugular vein. A slight leakage of the catheter occurred during the implantation of the port using our infusion port, resulting in the inability to implant the port smoothly. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port implantation procedure using ti power port low profile via right internal jugular vein. A slight leakage of the catheter occurred during the implantation of the port using our infusion port, resulting in the inability to implant the port smoothly. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation review: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows a product label that matches with tw data. The second photo shows a surgical set up in which the clinician is noted to be holding a port attached to a catheter. The clinician is noted to be injecting saline in the port septum using a syringe. Therefore, the investigation is inconclusive for the reported fluid leak as the provided photo is not sufficient to confirm the reported event. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.